Manufacturer narrative:
The company representative examined the system and was not able to replicate the reported event. The system was then tested and met all specifications. There was no additional information provided related to this event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The system was found to meet specification; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A nurse reported that a system had received several system messages and it shut down before a procedure. Additional information has been requested but none has been received.